Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient ¿had a jolting sensation go down his left side¿ two days prior to report. It was stated this occurred ¿once while sitting and once while standing.¿ it was noted the patient had not experienced a jolting sensation since then. It was reported the patient¿s ¿stimulation was fine and no other problems had occurred since.¿ it was noted the patient and reporter planned to ¿wait to see if it happened again and then check the battery after the next episode.¿ it was further noted there were no patient symptoms or complications associated with the event and no action was required as a result of the event. A supplemental report will be filed if additional information is received.